Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons were normally responsive. The keypad cover was removed for investigation and did not reveal any evidence or contamination or defect of the button contacts. The pump was disassembled for investigation and revealed moisture contamination on the keypad flex connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012 the reporter contacted animas alleging that two weeks ago the keypad buttons became intermittently unresponsive, and now all buttons are completely unresponsive. The patient reportedly wears the pump in a pocket and does not clean the pump. There was no reported patient impact associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.